Manufacturer narrative:
A beckman coulter field service engineer (fse) identified excessive dry buildup on the blood sampling valve (bsv) and the associated bar. The bsv and bar were cleaned. The rbc bath draining was checked. Replaced the rbc bath tubing and check valves. Ran numerous patient samples many times and compared results with acceptable outcome. The cause was not determined, but may be related to the activities performed by the fse to resolve the issue.

Event description:
Customer reported erroneous low red blood cell (rbc) and platelet (plt) counts were obtained for 3 patient samples when using the coulter lh 750 hematology analyzer. This was reported as an intermittent problem. There were no instrument-generated flags with the test results. Erroneous test results were not reported out of the laboratory. Quality control was run before and after the event, with acceptable results. There were no reports of death, serious injury, or affect to patient treatment associated with this event.